Event description:
The complainant stated that the trend mount and retainer are broken in one of the trendelenburg assemblies. Bed will not go into trendelenburg.

Manufacturer narrative:
The technician replaced the trend assembly to repair the bed.